Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an issue related to the active exhalation control module and the sensor board was observed. The device's active exhalation control module and sensor board were replaced to address the issues.